Manufacturer narrative:
Internal file number - (B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an venous closure of a femoral vein was attempted using a proglide device via a 8fr sheath, after a pulmonary embolism (pe) procedure. There were no proglide issues during the procedure. Reportedly, one day post procedure ((B)(6) 2019), the patient experienced a deep vein thrombosis at the access site. A pulmonary embolism was found two days post procedure ((B)(6) 2019). The patient was treated with anticoagulation therapy. The patient remains hospitalized; however, is expected to have a full recovery. No additional information provided.